Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call of issues with the customer's insulin pump. The spouse states they press act and the pump would not rewind. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted for prime fill anomaly. The customer was advised the pump would be replaced and returned for analysis.